Event description:
A customer's mother reported on (B)(6) 2011, the customer received a reading of 13.1 mmol/l (235 mg/dl) on their adc meter that was lower when compared to a reading of 18.0 mmol/l (324 mg/dl) on unknown type of meter and they also received a ketone result of 1.7 mmol/l. The customer reportedly "was sick and felt very unwell" and self-presented to a health care facility where she was diagnosed with hyperglycemia and dka (diabetic ketoacidosis). Upon admission to the hospital, the readings were 'hi' (the source is unknown), the lab test showed 47mmol/l (846 mg/dl) and their hba1c was 14.3%. The customer was reportedly treated with insulin in addition to taking "normal bolus dose at home to reduce ketones." There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.